Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The balloon-expandable, covered stent could not be inflated (seen later - hole in the distal balloon). Advancement into the 7f oscor sheath was problem-free. Massive pressure partially inflated the stent proximally so that it remained in position and could ultimately be deployed with another balloon.

Manufacturer narrative:
Additional information: section a4, d10

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
The complaint details stated that the balloon-expandable, covered stent could not be inflated (seen later - hole in the distal balloon). Advancement into the 7f oscor sheath was problem-free. Massive pressure partially inflated the stent proximally so that it remained in position and could ultimately be deployed with another balloon. In other anatomical conditions, the stent could have dislodged, which could have resulted in the stent occluding the renal artery. Based on the provided detail and answers to our questions the advanta v12 was being used in a fenestrated endograft procedure where the stent was placed through the fenestration and into the right renal artery where the balloon had ruptured upon deployment of the stent. This was conducted using a medtronic endurant endograft. The endurant endografts are not provided with fenestrations. In this regard additional questions were asked to clarify if this case required the physician to create his own fenestration in the endograft and how it was constructed, but no clarification was provided. Furthermore, the fact that there was only one fenestration for the renal arteries is of concern as the patient presumably had two kidneys. If this were the case, there should be two fenestrations unless the patient only had one kidney or anatomically the left and right renal arteries were offset enough that the left renal was higher than the treated right renal artery where the left renal could have possibly been above the cuff of the endurant endograft. This information is not known. They physician also stated that images from the case were available but they were not provided after multiple attempts to obtain these images as well as additional information regarding this case. A review of the device history records for the subject device did not identify any anomalies or non-conformances in the manufacture of the product. There is no evidence to suggest that the device malfunction is due to any manufacturing nonconformance or failure to meet performance requirements under normal use conditions. As the details indicate ¿massive pressure partially inflated the stent proximally so that it remained in position and could ultimately be deployed with another balloon¿ suggests that the hole in the balloon would be considered a gross leak. During the process of manufacturing every catheter prior to crimping the stent into position is pressure tested at the rated burst pressure of the device (12atm) as indicated on the product label per manufacturing procedure (B)(4) catheter leak test revision as. A gross leak would have likely been identified at this operation. During the process of crimping the stent to the folded balloon per manufacturing procedure (B)(4) stent crimping, 5-10mm v12/icast otw stent delivery, hybrid revision at. During this crimping process the catheter is pressurized to 20atm. A gross leak would have likely been identified at this operation as well. There were no images provided or the return of device in question, therefore a root cause is difficult to determine. As this device was likely used in conjunction with a physician modified endograft it is possible the balloon of the catheter made contact with either a fixation barb of the endurant endograft or on the fenestration ring that was created by the physician. In this regard the root cause is operational context. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the details of the complaint and investigation results the complaint cannot be confirmed. There is no evidence to conclude that the advanta v12 was at fault or manufactured with a defect that would have lent itself to the balloon rupturing or leaking during the procedure. Based on the results of the investigation the most probable root cause is operational context, as it is possible the balloon was damaged by the endograft. H3 other text : not returned.